Manufacturer narrative:
(B)(4). The reported complaint of "iabp alarming helium loss" is not able to be confirmed. The product was not returned for investigation. According to the follow-up information received, the issue was resolved by replacing the helium regulator washer. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "iabp alarming helium loss". Additional information states that the iabp console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "iabp alarming helium loss". Additional information states that the iabp console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "unknown".